Event description:
Boston scientific received information that this patient had a red alert reported via remote monitoring for a low impedance measurement of 0 ohms was noted. The patient has a sub-q array connected to the df negative distal port and implanted with a competitor rate sense right ventricular (rv) lead, the device is implanted on the patients right lower quadrant (noted via x-ray). Boston scientific technical services (ts) was consulted and noted that an exact measurement of "0" can signify electromagnetic interference (emi) presence during daily measurement testing. Before and after the out of range measurement, shock lead impedance measurements were stable and within normal limits. Further evaluation of the system via x-ray revealed a fracture of one of the elements (anterior) of the sub-q array distal to the yoke/hub. It was noted that the fracture of one of the elements would not cause a decrease in impedance measurements rather an increase. A commanded shock test was performed and measurements were within normal limits. Engineering noted in general it is atypical to connect the sub-q array to the distal port. Also noted dft effectiveness may be related to the amount of viable myocardial mass within vector between the sub-q array fractured element and the device along with the patient's condition and high voltage conductor integrity. Since the commanded shock test and daily measurements have since yielded measurements within normal limits, the device/array will remain implanted and continue to be monitored by the physician.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this sub-q-array was surgically abandoned. No additional adverse patient effects were reported.